Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise that resulted in oversensing on the right ventricular (rv) channel were interpreted as ventricular fibrillation by the device. The noise and oversensing resulted in inappropriate anti-tachycardia pacing (atp) to be delivered by the device. The rv lead was capped and replaced to resolve the event and the patient was stable.